Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked and wouldn't push medicine through. This occurred with 141 needles from lot 1244738, and 163 needles from lot 1341422. The following information was provided by the initial reporter: "difficult to impossible to push medication though needle".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1244738. Medical device expiration date: 31-aug-2026. Device manufacture date: 01-sept-2021. Medical device lot #: 1341422. Medical device expiration date: 30-nov-2026. Device manufacture date: 07-dec-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: it was reported that it is difficult or impossible to push medication though needles. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214992, 1278946, 1214008, 1214997. These needle lots were used in the manufacturing of the final product lots 1341422. The review revealed there was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. A device history record review showed no rejected inspections or quality issues during the production of the provided batch 1244738 that could have contributed to the reported defect. Based on the investigation with device history record analysis for batch 1341422 the symptom reported by the customer is confirmed. Since no samples displaying the reported condition were received for batch 1244738 a potential root cause could not be defined and corrective actions are not necessary.

Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked and wouldn't push medicine through. This occurred with 141 needles from lot 1244738, and 163 needles from lot 1341422. The following information was provided by the initial reporter: "difficult to impossible to push medication though needle".